Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer cleared the alarm and delivered the remaining bolus of insulin. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer indicated that the cartridge and infusion set would be changed as they had been in use for 3 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.